Event description:
It was reported that an asymptomatic patient presented in-clinic due to an alert for high voltage lead impedance out of range. It is suspected that the svc pin may not be seated properly in the header or conductor issue with the svc portion of the lead. The device was reprogrammed with svc coil off. The patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.